Event description:
In 2008, a co rep reported the pt called one day prior, and reported elevated blood glucose readings which his dr believes are due to his sites. The rep stated the pt wears his insulin infusion sets in the upper buttocks and will not use his abdomen. She had no further info and requested sample infusion sets be sent to the pt. On follow up with the pt eight days after, he stated he began having elevated readings up to 600 mg/dl and "hi" about 3 weeks ago which is when he decided to start wearing his infusion sets in his buttocks. He said he switched to injection therapy and has been on it since that time. He stated he is not ready to go back to his infusion device yet but would try the sample infusion sets when he does. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.